Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between on (B)(6) 2025. The wearable was inserted into the skin. On (B)(6) 2025, it was reported by the parent that the pediatric patient had ¿inaccurate readings for 24 hours¿ but did not report any specific readings. The parent stated that their health care professional (hcp) suggested he would go to the emergency room (ER) due to diabetic ketoacidosis. No symptoms were reported, but at the time of the report, the parents were on their way to the hospital. The call was finished, and no further details were obtained. No other details were documented and attempts to contact the parents for more information were unsuccessful. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.